Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous and arterial air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. No air was visible in either line. Treatment was ended and rinseback performed successfully. While attempting to troubleshoot the alarms 30cc of blood removed via a syringe was not returned to the patient. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The exact cause of the alarms could not be determined but are unlikely disposable related as they occurred mid-treatment. There were no similar problems reported subsequent to this event. The user's guide provides adequate instructions for troubleshooting alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.